Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it was confirmed that the event reported by the customer did not occur. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the flex deflectable videoscope had a foggy image. The issue was found during set up. There was no patient involvement or patient injury reported.